Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-20, that has a similar product distributed in the us, list number 08p32-21.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result for one patient with unknown medical history. The following data was provided (customer¿s normal range is <37 u/ml): initial result was around 8 u/ml. The patient was redrawn 4-5 days later, and the result was around 40 u/ml. The patient was drawn again several days later, and the result was around 2.0 u/ml. There was no impact to patient management reported.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings, and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I ca 19-9xr result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Since the likely cause lot is unknown, accuracy testing was performed on a representative reagent lot in the field. The accuracy testing was performed using an in-house retained kit of lot 38756fp00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause list number and complaint issue. Manufacturing documentation for the likely cause list number was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I ca 19-9xr reagent, list number 08p32, was identified.